Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Tandem Technical Support educated the customer that insulin should be room temperature. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.